Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of leaking t-lock assemblies was confirmed. The products returned for evaluation were two 5fr d/l powerpicc ft catheters. Both samples were received with inlaid stylets and attached t-lock assemblies. The first sample was untrimmed and the second sample was trimmed at the 50cm depth marking. Both stylet wires appeared to have been manipulated within the t-lock assemblies. Attempts to infuse water through the samples using a 12ml syringe revealed both lumens of both samples to be patent to infusion and aspiration; however, when flushing both samples through the t-lock extension sets, leakage was observed at the wire exit sites from the t-lock septa. Microscopic inspection of both samples revealed gaps around the stylet wires in the t-lock septa. The observed leaks emanated from these gaps. The features observed in the t-lock septa appeared to cause the observed leakage at the stylet wire exit sites. Such features may have occurred as a result of the manufacturing process. The assemblies are supplied components and bd is currently working the supplier to address these types of events.

Event description:
It was reported by the customer rn was attempting to flush PICC line when sprayed with saline. Rubber stopper at the end of the PICC which holds the guide wire was leaking and was spraying saline onto the nurse when attempting to flush. Risk of blood exposure if port isn't sealed. It was stated this occurred with two piccs. This report addresses the second device.

Event description:
It was reported by the customer rn was attempting to flush PICC line when sprayed with saline. Rubber stopper at the end of the PICC which holds the guide wire was leaking and was spraying saline onto the nurse when attempting to flush. Risk of blood exposure if port isn't sealed. It was stated this occurred with two piccs. This report addresses the second device.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon.